Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported during treatment a blood leak occurred. The leak was visibly noted outside the fiber of dialyzer. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 150 cc. Prophylactic antibiotics were administered as a precaution and there were ill effects to the patient.